Manufacturer narrative:
(B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer sheath, middle shaft, inner liner and the remainder of the device were examined for damage. The outer sheath showed a kink at the nosecone. The tip showed some damage in the form of stent strut marks. No additional damage was noticed. The stent was not returned in the device. The handle was opened to inspect for further damage. It was noticed that the inner liner was kinked at the cuff clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulties were encountered. The target lesion was 80-100% stenosed and medium to highly calcified and tortuous. Following pre-dilation, a 6x200x130mm innova¿ stent was advanced via an ipsilateral approach. The innova stent was tracked over a .014 guidewire and deployment was initiated with the thumb wheel. The pull grip was utilized to deploy the remainder of the stent; however, a ¿snap¿ was heard and the pull grip was no longer functional. The physician then performed multiple maneuvers in order to get the stent to release and removed the delivery system. The stent was stretched or elongated as a result of the deployment difficulties. The procedure was completed by ballooning inside of the innova. There were no patient complications.